Event description:
A malfunction on the pump was reported by the caller. The customer reset the pump independently, so fault ID couldn't be confirmed. There was no reported adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump or rely on an alternate method of insulin therapy until the replacement arrives.